Manufacturer narrative:
Based on full inspection performed by an olympus technician, the device failed the inspection due to a loose scope socket and the video connector socket does not secure any paddles. All paddles were loose and gets disconnected with slight movement, which caused the noise or loss of image. The receptacle board needs to be replaced. The software version was from an older version. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during a routine maintenance and testing, the part where you plug in the image portion of the scope was not connecting right, so they were not getting a good feed on the screen. All connections were seated properly just the paddle connection had an issue. The unit was returned to the service center for evaluation. The unit was found to have a faulty scope socket and the video connector could not be connected. This report is being submitted to address the connection issue. There was no patient injury reported.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 09-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
Corrected data: d9 (the correct product return date was confirmed and provided). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the loose scope socket/broken video connector socket could not be identified. The phenomenon might have been prevented by following the instructions for use below: -do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor field performance for this device.